Event description:
The product was used during an unspecified rectum procedure. Reportedly, the instrument was difficult to open and close and the handle broke. Also, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
2/10/1998- supplement #1 sent to FDA. Device not available for evaluation.